Manufacturer narrative:
Result: erroneous results generated. Conclusion: a definitive root cause has not yet been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low results for creatinine, total protein, and triglycerides for 1 patient sample assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Quality control results were within established ranges at the time of the event. A field service engineer was dispatched to the customer's site. The fse replaced a t-valve, level sense bead, wash collar, and sample probe. The fse performed all associated alignments. A definitive root cause has not yet been determined for this event.